Event description:
It was reported that a pump failed calibration. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown, no information provided to date.

Manufacturer narrative:
Device evaluation: the pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed the device medical seal was missing upon receipt. Functional tests of the device, including calibration tests, passed. Results: the customer reported problem could not be duplicated during the investigation. The device passed all functional tests including calibration during the investigation performed. Error codes were not found in the event history log. Root cause of the reported problem could not be determined as the returned sample passed all functional and calibration testing. The downstream occlusion sensor will be replaced for preventive measure. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120.

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6)2022 via email and attached to complaint object: all issues found during testing. No patient involvement.